Event description:
Staple remover did not work as designed. Only partially worked turning the staple into a v shape instead of the intended w/m shape to straighten the part under the skin for removal. Multiple ped providers attempted to remove the staple with various forceps. Patient was given nasal medication, staple will need to be cut, local used to attempt to numb areas after multiple attempts. Staple remover seems not to be strong enough to bend the staple correctly for removal. It has happened a couple times before, with same item but removal was not as extensive as this, needing to have the staple cut because of the shape left by the remover. Equipment in question medline - skin staple remover, ref dynj04058, lot# 21lbe836.